Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (arrhythmia alarms) has been confirmed. Upon investigation the electrode belt failed a te recognition test. The cause for the failure and alarms was isolated to a damaged pulse wire. The wire's insulation was damaged, exposing bare wire which was shorting to the distribution node (dn) pca. The root cause for the damaged wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing frequent false arrhythmia alarms.